Event description:
It was reported that post implant of a swedish adjustable gastric band procedure, patient enrolled in a clinical study started vomiting. A gastroscopy revealed a visible slippage. The patient was hospitalized for four days. The slippage has been resolved. There were no adverse consequences for the patient.

Event description:
The band was repositioned with no patient complications. The patient is doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4). (B) (4).information was not provided by contact.information unavailable, device not returned for analysis. Band remains implanted.